Event description:
It was reported that on (B)(6) 2006 the patient presented with significant mechanical back pain with history of degenerative disc dis ease, greatest at l3-l4. Idet procedures x3 or 4 and then positive CT diskogram and spinal surgery. The patient presented with a pre-op diagnosis of: failed back syndrome; degenerative disk disease, multiple operated spine at l3-l4. Findings: the patient was markedly narrowed with significant distraction and was afforded with an anterior interbody fixation through the tlif/alif approach. The patient underwent the following procedures: retroperitoneal dissection and approach at l3-4 disk space; anterior interbody discectomy, l3-4; anterior interbody fusion with rh-bmp-2 autograft and prp matrix, l3-4; implantation of permanent interbody cage fixation, l3-4. 5.neuromonitoring. Part ii procedures: posterior lumbar laminotomy, l3-l4; posterolateral inter-transverse process inter-facet fusion, inter-laminar fusion with rh-bmp-2 autograft matrix, l3-l4; cortical screw medial and cortical technique approach l3-l4, segmental pedicle screw-rod fixation. Per op notes, annulotomy and annulectomy were performed under fluoroscopic guidance. Diskectomy was performed with pituitary rongeurs. The appropriate size of permanent cage was filled with rh-bmp-2, which had been prepared per the manufacturer¿s specification on collagen sponge, packed into the cage , and packed into the disk space after copius irrigation with vancomycin irrigation. The implant was then distracted into the disk space with excellent distraction fixation. Part ii post-procedure: laminotomy and laminectomy were performed, bone was harvested and mixed with rh-bmp-2, again with matrix for intended fusion. Next, decortication was done on the lateral residual facet complex lateral border of the pars interarticularis transverse process and the bmp and the bone graft was then packed into place for bony fusion. Copius irrigation was done previous to this, and hemostasis was obtained. The patient was awakened and extubated, and moved all extremities spontaneously. No comlications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.